Event description:
A health care professional reported that a patient transferred to recovery after cardiac surgery and had a blood sugar level of 127 mg/dl on suspect device compared to 164 mg/dl by hospital lab (both arterial line sample). Patient received approximatley 1000 ml hespan plasma expander in 30 minutes. Subsequently, patient's blood sugar level was 500+ mg/dl on suspect device and was given insulin. Patient had symptoms of low blood sugard, blood glucose 39 mg/dl by lab method. Patient received glucose (dosage unknown), and is doing fine.